Event description:
The patient reported hearing an alarm going off and ended up in the emergency room. The patient stated that the field representative "reset whatever needed to be reset". The patient further reported, the clinic representative programmed the device wrong. Follow-up with the physician's office indicated that the patient was seen in the office since contacting medtronic, and that the device was functioning normally. The physician's notes had no mention of any episodes with alerts, the office personnel did not recall that the device had been reprogrammed during the two most recent visits, and there was no evidence of reprogramming in the medical records. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device remains in use.